Manufacturer narrative:
Block b3: the event date was approximated to (B)(6) 2018, as it was reported that the patient had issues for the "last 18 months" after the complaint was reported on september 9, 2019. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block d6: the implant date was approximated to (B)(6) 2015, as it was reported that the sling was implanted on (B)(6) 2015. Blocks f10 and h6: patient codes 1750 and 3191 capture the reportable events of erosion and planned mesh removal surgery. Block h6: conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling was used during an unknown procedure performed in (B)(6) 2015. According to the complainant, the patient had health issues since (B)(6) 2018. The sling that was implanted to the patient has eroded into her vaginal wall and other organs. The patient had the sling removed last (B)(6) 2019 and the physician wanted to implant a new sling. However, the patient needed financial help.

Manufacturer narrative:
The event date was approximated to (B)(6) 2018, as it was reported that the patient had issues for the "last 18 months" after the complaint was reported on (B)(6) 2019. The implant date was approximated to (B)(6) 2015, as it was reported that the sling was implanted on (B)(6) 2015. (B)(4). The complaint device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling was used during an unknown procedure performed in (B)(6) 2015. According to the complainant, the patient had health issues since (B)(6) 2018. The sling that was implanted to the patient has eroded into her vaginal wall and other organs. Reportedly, the patient is set to have the sling removed. All other information is unknown. Should additional information become available, a supplemental report will be filed.